Event description:
During baxter's evaluation of a spectrum pump, the device was noted to have a "slow keypad response". There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the slow keypad response caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.